Manufacturer narrative:
(B)(4). The device was returned for evaluation and is currently in the process of being evaluated. A batch review will be conducted; should additional relevant information be obtained from that review, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Baxter received one sample for evaluation. Visual examination of the sample confirmed the reported condition. The reservoir was microscopically examined. As a result, markings on the interior surface of the bladder were observed near the rupture line. However, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one folfusor elastomeric pump ruptured during the filling process. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.